Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found bending manipulation and insertion tube defects and defects of the bending section . Inspection found deterioration, peeling off the coating / marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2). Furthermore, the following defects were identified during device inspection: a-rubber (insertion part) leaking. Distal end damaged. Bending rubber glue condition check failed. Connecting tube noted kinked. Control body damaged. Humidity noted on eyepiece unit and cover glass noted scratched. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request as the instrument has not been used for a long time. No harm was reported. No patient harm, no user injury reported .device evaluation found peeling off the coating on the insertion section .this report is being submitted for peeling off the coating / marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the coating was deteriorated by storage environment. The following was confirmed: - insertion section coating was peeled off. -the subject device was not used for a long time. -a-rubber and a-rubber glue were cut. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can prevented by following the instructions for use which state: "storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.